Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
10-oct-2022 lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was reported to have high shock impedance. In office postural testing was negative for emi and noise. Lead currently remains implanted. Should additional information be obtained, this report will be updated.